Event description:
The patient reportedly had no lock between the external equipment and the implant. External equipment was exchanged, but the problem was not resolved. The patient was seen by the center for evaluation. Testing performed confirmed that the device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.